Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pharmacy employee was stuck with a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31g x 5/16 (8mm) while preparing to sell the product due to the needle being unshielded in the plastic bag. The orange shield was detached from the needle hub. There was no report of medical intervention.

Manufacturer narrative:
Results: ten syringes from lot # 4169682 in a sealed poly bag were returned for evaluation. A visual inspection revealed that there was one syringe in the bag with its shield off and the needle was exposed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4169682. Conclusion: although the returned samples confirmed the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. Our quality engineer notes that the most likely cause for this incident is that the needle shield was knocked off during transport as the manufacturing line currently has systems which detect missing shields prior to being placed in the poly bags.